Manufacturer narrative:
The reported blood loss is attributed to user error as the operator failed to make the correct connections at the start of treatment. There is no evidence of a device malfunction. The user's guide provides adequate instructions for set up and pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently connected the sterile premixed dialysate bag instead of the saline bag prior to a routine hemodialysis treatment. The cartridge was primed with dialysate and not saline. Treatment was performed and the pt received an estimated 190cc of sterile premixed dialysate at the beginning of treatment. Rinseback was not completed resulting in an estimated blood loss of 140cc. No medical intervention was required.